Event description:
Needle used for bupivacaine injection broke at the hub while inside the patient. Large patient, a lot of adipose tissue, injected near the hip bone. Doctor (md) single stick thru the skin injected in a circular motion without taking needle all the way out and when the needle was removed only the hub came out, needle was still in tissue. Md described injecting the med in a circular manner and when pulling the needle out it was broken at the hub. The needle used was a very thin and long, 30g that if manipulated too much can bend or potentially break. Md told family immediately after the needle was retrieved. General surgery md performed the foreign body removal. There was no harm in this event. The needle was disposed.